Manufacturer narrative:
The insulin pump had blank display due to faulty interface board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The representative reported via phone call that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of incident. The representative stated that the display was blank for a period of time. The insulin pump will be returned for analysis.